Event description:
Additional information further clarified that the pain pump was removed from her body about a month after implant in 2007. It was stated that a piece of catheter was left behind and a tube shaped object could be seen protruding from her waist area. It was indicated since then, the "item" had been removed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a couple of inches of tube and a pain pump port was left inside the patient after a 2007 operation to remove the pain pump that did not work properly to stop the patient's chronic back pain. It was noted that the device never worked properly after it was implanted and later adjusted. No patient symptoms were reported and patient outcome was not provided. It was unknown what drug was being used.

Manufacturer narrative:
Product ID neu_unknown, serial# unknown, product typ catheter. (B)(4)